Manufacturer narrative:
This complaint has been re-evaluated for MDR reporting. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during thr surgery, it was noticed that one (1) polarcup handle adapt. 22mm trial insert is broken. The procedure was resumed, without any delay, using the same device. Patient was not harmed as consequence of this problem.